Manufacturer narrative:
Resmed requested for the device to be returned for evaluation. The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device underwent total power failure. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed for evaluation. Review of the device logs confirmed the reported total power failure alarm. However, the reported complaint could not be reproduced. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device underwent total power failure. There was no harm or serious injury reported as a result of the event.